Manufacturer narrative:
(B)(4) it was reported that a patient underwent an idiopathic ventricular tachycardia (vt) ablation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a pericardial effusion. The complaint catheter was received by the bwi failure analysis lab for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was also performed and the catheter passed. Finally, the catheter was tested for carto3 recognition and the catheter was recognized by the carto mapping system, however, there was a force error detected. To understand the root of the force issue, the catheter was dissected and it was determined that there was an internal failure of the force sensor. However, the force issue is not related with the pericardial effusion, so the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The product has not been returned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: serial# (B)(4), model # m-4800-01. Stockert 70: 2029046-2014-00194, model# unk. Coolflow pump: serial# (B)(4), model# m-5491-02. (B)(4).

Event description:
It was reported that a patient, (B)(6) y.o., female underwent an idiopathic ventricular tachycardia (vt) ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a pericardial effusion. After mapping and ablating the right ventricular outflow tract (rvot), the physician chose to map the aortic cusp region. After placing the thermocool smarttouch df curve in that area, the catheter position was verified with ultrasound imaging and an effusion was confirmed via intracardiac echocardiography (ice). The patient was asymptomatic, but the procedure was halted. Protamine was administered, and transthoracic echocardiogram (tte) was performed twice to confirm stability of the effusion. There was no hemodynamic compromise associated with this event. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is possibly device related. Per 21 cfr, part 803, this complaint is reportable. The product has not been returned. The product investigation is pending